Event description:
Spontaneous: patient reports one of her premixed remodulin cassettes was broken at the top and unable to attach and use. Lot number: unknown. She stated that it seemed the damp was too close to the edge and that is why it broke. The patient was able to use another cartridge without issue and this did not occur while in use. No harm done to the patient. She will use her emergency kit to mix a dose herself on sunday (B)(6) 2022. No further information available. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation? Yes; if pt retains it, did we [MFR] replace the cassette? No; pt will use emergency kit for premix. Did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.